Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance lead warnings had triggered for the right ventricular (rv) lead due to low pacing impedances. The rv lead remains in use and the clinic will continue to monitor the lead. No patient complications have been reported as a result of this event.